Event description:
On (B)(6) 2010, pt reported her insulin cartridge leaked inside of the cartridge compartment. Pt stated there was just a small amount of insulin inside of the insulin cartridge compartment. Had pt return the piston rod of the infusion device and take a cotton swab and swab out the moisture. Pt reported there was not enough moisture to pour out. Pt stated she is going to fill a new insulin cartridge and put it in the infusion device. Pt reported she is going to use a new vial of insulin. Attempts to follow up with pt were unsuccessful. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.